Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed a fluid leak and replaced cut I-beam tubing on vl107b (backwash tank fill pinch valve). The fse also confirmed false retic stain level sense errors for which the retic stain reagent sensor was replaced. In addition, there were vent line sensor (vls) diluent errors recovered and solenoid 1 was replaced as a solution. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 20 mls of clear fluid leaked underneath the backwash tank of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.